Event description:
It was reported that guide wire fracture occurred. During unpacking of a 035/260/3mm amplatz super stiff guide wire, it was noted that the wire was fractured. The device was not used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.